Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The lesion was located in the moderately tortuous, moderately calcified left anterior descending (lad) artery. The lesion was predilated with a 3.0x15 mm maverick balloon. The physician inflated the 3.0x16 mm taxus express2 drug eluting stent balloon to 14 atm, when it burst. The expansion of the stent was completed with a 3.0x20 mm maverick balloon. The procedure was completed successfully. No patient complications were reported. Patient status reported as "excellent."

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.